Event description:
The customer reported that the sheath separation with the teflon material was lost in the tissue tract. Proper occlusive pressure, smooth insertion of dilator then sheath, a lot of adipose surrounding sheath with venous sheath close. First collagen plug down to artery, 10 sec hold, dip proper push/pull motion, seemed uneventful. Heard popping sound, 2nd plug deployed/sheath removed; teflon not attached. Large quantity of adipose tissue tract with hemostats. Follow up with vascular surgeon. Removed sheath under or conditions and were successful. Teflon sheath from vasoseal lost in tissue tract, pt discharged on 9/24/98.